Event description:
Patient received a device alert and presented to the hospital. Upon investigation, the device was found to be in backup mode during a remote follow-up. Abbott technical support was contacted and the device was restored and reprogrammed to resolve the event. The patient was in stable condition.